Event description:
It was reported that the pump exhibited a force sensor failure. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified force sensor test in the history. Functional testing was performed and the force sensor test was found at power up. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board, also replaced plunger cable as a preventative measure. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).